Event description:
The operating room (or) nurse and anesthesia resident brought the patient into the or suite and assisted the patient onto the or table. Anesthesiology resident intubated the patient, but the patient's o2 saturation started declining. The anesthesia staff physician started bagging the patient, but the patient's o2 saturation did not come up. Another anesthesia physician came into the room and said the valve was stuck on the anesthesia machine, so the patient was not being ventilated. An ambu bag valve mask was used to ventilate the patient while the anesthesia machine was switched out. The surgery proceeded after breaking the room down and a new set up was opened.